Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was difficulty inserting the leads into the connector block of this device. The leads were finally positioned and implanted. The device remains implanted. No adverse patient effects were reported.